Event description:
The account alleges that a patient was found sitting on the floor after falling out of the bed. The bed exit alarmed locally, but did not send a signal to the nurses station. The patient had their head and hip x-rayed. The patient was not injured as a result of the fall.

Manufacturer narrative:
The technician discovered that the communication cable had been unplugged from the call system port in the wall, and replaced with a "pillow speaker." This prevented the bed exit alarm from sending the signal to the nurses station. The technician unplugged the "pillow speaker" and plugged the device's communication cable into the call system wall port, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.